Event description:
The customer reported that a leak was identified coming from the front side of a coulter ac-t diff 2 analyzer. The leak was not contained within the instrument and was forty to fifty milliliters in volume. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was resolved via beckman coulter inc. Led, customer-executed, instrument evaluation and troubleshooting. The customer was advised to inspect the sweep flow spool, which was found to be dripping and to possess wet tubing. The cause was found to be a loose sweep flow fitting, which was tightened by the customer to resolve the issue. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode, upon recurrence, has the potential to cause discrepant results. (B)(4).